Manufacturer narrative:
Device was received with a frozen medtronic logo screen due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error alarm due to frozen display. A broken force sensor was detected during seating or regular delivery error unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. Customer reports they were unable to clear the alarm(s). Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.